Event description:
Additional information received via analysis indicated that no root cause has been identified.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). The patient reported that the desktop charger has a loose connector pin and ins recharger has stopped charging because of the loose connector pin. The patient reported, ¿my back is killing me¿ and indicated that they have been in pain for ¿like 20 years.¿ the patient could not provide any detail about the recent pain but stated that they can¿t charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.